Event description:
The customer reported that he was running high and had to be hospitalized. He stated that he experienced dehydration and does not think there was something wrong with the insulin pump. Customer's blood glucose was 230 mg/dl and was treated with injection of levemir and novo log on a sliding scale. Customer reported that there was emergency room visit last 1/6/2015 for his high blood glucose. Customer's blood glucose was 471 mg/dl. During the troubleshooting it was found that the insulin pump was functioning properly. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.